Event description:
It was reported that an ilet user observed a blood glucose value of 187 mg/dl and called to ask whether any action was required; the agent advised no immediate intervention, noting that the pump should return glucose to target, and the user agreed. Symptoms included asymptomatic hyperglycemia. Outcomes included no injury, no hospitalization, and no alarms or alerts. Investigation included customer interview and troubleshooting education. Investigation of this case revealed no device malfunction and suggested transient hyperglycemia in the context of a new pump and a less-than-usual meal, with expected automated correction by the system. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.